Event description:
It was reported that the left ventricular (lv) lead had dislodged causing high thresholds. During explant an insulation fracture was noted near the is-1 connector. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. No insulation fracture was ob served near the is-1 connector.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Lv lead impedance rose from about 450 ohms in (B)(6) 2013 up to over 800 ohms in (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.